Event description:
It was reported that there was air in the delivery system. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman laa closure device & delivery system (wds) were used. The wds was flushed, but the physician had trouble removing the air. Eventually when the air was removed the physician loaded the wds into the was. The physician noticed a large bubble on fluoroscopy before the wds was loaded halfway in and stopped to aspirate it. The physician removed the wds and brought it to the back table and re-inserted the pigtail into the access system. The physician attempted over 10 times to flush all the bubbles out of the wds and nothing worked. The wds was discarded and a new wds was opened. The issue was not seen in the new wds. The procedure was completed successfully with the closure device being implanted in the laa of the patient. The patient remained stable throughout all these events.